Manufacturer narrative:
Complaint conclusion: as reported by the legal brief, the patient underwent a surgical procedure to implant a trapease permanent inferior vena cava (ivc) filter for the treatment of deep vein thrombosis (dvt) of the left lower extremity and fractured left hip. The device was placed between the second and third vertebral. The patient tolerated the procedure well and proceeded to left hip fracture repair. The device in the patient was positively identified by medical records. As of the present, the patient is still implanted with the device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter¿s installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. According to the medical records, a cat scan of the abdomen revealed the ivc filter in place, position grossly unchanged from the previous study. The filter is relatively straight within the ivc. One of the posterior struts appears to be broken or may be buckled since the prior exam. No gross perforation of the vessel is identified. No stranding or fluid collection is noted. The ivc appears to maintain normal caliber. Additional information contained in the patient profile form (ppf); the patient also reports suffering from mental anguish. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant a trapease permanent inferior vena cava (ivc) filter for the treatment of deep vein thrombosis (dvt) of the left lower extremity and fractured left hip. The device was placed between the second and third vertebral. The patient tolerated the procedure well and proceeded to left hip fracture repair. The device in the patient was positively identified by medical records. As of the present, the patient is still implanted with the device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter¿s installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body. According to the medical records, a cat scan of the abdomen revealed the ivc filter in place, position grossly unchanged from the previous study. The filter is relatively straight within the ivc. One of the posterior struts appears to be broken or may be buckled since the prior exam. No gross perforation of the vessel is identified. No stranding or fluid collection is noted. The ivc appears to maintain normal caliber. Additional information contained in the patient profile form (ppf); the patient also reports suffering from mental anguish. The filter remains implanted; thus, unavailable for analysis.